Event description:
The reporter an independent repair center stated the unit caught fire originating by the pe valve. This resulted in the back portion of the shroud becoming dislodged.

Manufacturer narrative:
The device received an expanded evaluation. The allegation was confirmed for darkened tubing from the sieve beds to the pe valve and darkened, deformed tubing from the left sieve bed. The darkened and deformed tubing allowed sieve material to escape into the concentrator's system. The regulator also failed causing the product tank to deform the sound box. This failure was consistent with one that has been previously investigated and components of the concentrator have been updated to prevent potential recurrence of this issue.

Manufacturer narrative:
The reporter concluded the unit caught fire originating by the pe valve. This resulted in the back portion of the shroud becoming dislodged. This incident is being reported to the FDA out of an abundance of caution, as there is evidence from the information provided that the product tank experienced an over-pressurization event. This failure mode has been previously identified and investigated. The investigation activities concluded that the failure is unlikely to occur when the system is operating under normal conditions or a single fault condition. Rather, the system likely has to experience multiple faults to result in the failure observed. Even though the failure is unlikely to occur, components of the irc5po2v concentrator have been updated to prevent potential recurrence of this issue. The subject concentrator was manufactured prior to implementation of these updates. The device has been returned to invacare for further evaluation. Once the evaluation results are available, a supplemental record will be filed.

Event description:
The reporter an independent repair center stated the unit caught fire originating by the pe valve. This resulted in the back portion of the shroud becoming dislodged.